Event description:
Customer called to report motor error alarms. Customer has been hospitalized due to a bacterial infection and has high blood glucose. The blood glucose reading is 330 mg/dl. The insulin pump worked fine for 35 to 40 minutes, then alarmed again. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.